Event description:
It was reported that the blue ring around the led of the thoracic pedicle feeler was cracked and had missing pieces during a posterior lumbar interbody fusion procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the blue ring around the led of the thoracic pedicle feeler was cracked and had missing pieces during a posterior lumbar interbody fusion procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that one of the leds was broken and had missing pieces was confirmed during visual inspection. It was observed that the led lens cover was broken off. Based on a review of the device instructions for use, scratching or damaging the leds in any way may cause or contribute to the broken led cover. The device was discarded by the manufacturer following evaluation.